Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable high troponin t stat results for multiple patient samples from the ER. The samples were repeated on a cobas e411 analyzer. Data was provided for five patient samples. Patient 1 initial result was 0.05 ng/ml and the repeat result was <0.01 ng/ml with a data flag. Patient 2 sample a initial result was 0.05 ng/ml and the repeat result was <0.01 ng/ml with a data flag. Sample b initial result was 0.05 ng/ml and the repeat result was <0.01 ng/ml with a data flag. Patient (B)(6). Patient was male. Patient 3 initial result was 0.06 ng/ml and the repeat result was <0.01 ng/ml with a data flag. Patient (B)(6). Patient was female. Patient 4 initial result was 0.09 ng/ml and the repeat result was 0.02 ng/ml. Patient (B)(6). Patient was female. Patient 5 initial result was 0.06 ng/ml and the repeat result was <0.01 ng/ml with a data flag. Patient (B)(6). Patient was female. The initial results were reported outside the laboratory. The repeat results were believed to be correct, corrected reports were sent, and the ER was notified. The patients were not adversely affected and the doctor confirmed he had not taken any action based on the erroneous results. The reagent lot number was 18444301 with an expiration date of 4/30/2016. It was noted the procell solution onboard the analyzer at the time of the event had exceeded the open stability. Based on review of the provided calibration data for the day of the event, a large drop in the signal for calibrator 1 was noted. The customer stated after changing the reagent and recalibrating, the issue was resolved. The field service representative found the reagent probe was dripping and tighten it. He completed a measuring cell preparation and replaced a seal on reagent syringe. The customer completed calibration and all results were within the specified range. All patient comparisons were repeated with no errors and matching results.